Event description:
It was reported that the subject device had no image. The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event. .

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, the root cause of the event could not be determined. However, it was presumed that the malfunction occurred due to the failure of the cp board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.